Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600mg/. Customer¿s current blood glucose level was 508 mg/dl. Customer had symptoms such as thirsty, frequent urination, dizzy, weak. Customer was treated manual injection. Customer was assisted with troubleshoot for high blood glucose. Customer state that there was no air bubble and no leak. The insulin pump will not be returned for analysis.